Event description:
Customer has been having issues about a month ago but noticed issues two week ago. Customer stated the insulin pump has been keeping her blood glucose over 300 mg/dl and has been testing six times a day. Customer's exact blood glucose was not provided. Customer's symptoms were thirst and sleeping a lot. The drive support cap was normal. Customer disconnected at the quick release. No air bubbles or leaks noted. Manual prime was performed and insulin exit. Settings were correct. Customer was not sure why blood glucose was high. Customer also reported the device had alarmed no power and did not alert low battery prior. The device was not dropped or bumped. No unattended alarms on the device. Customer stated the device was stuck in rewind loop. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.